Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure (batch no. C55830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included thyroid disorder, candidiasis of skin nos, kidney infection, obesity (weight 330#) and caesarean section (2009). Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included adenomyosis, paratubal cyst, left lower quadrant pain, dysfunctional uterine bleeding, vaginal bleeding (large amount with heavy blood loss) and heavy periods. Concomitant products included medroxyprogesterone (depo provera) and prenate [folic acid,iron,minerals nos,vitamins nos]. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with levothyroxine sodium (synthroid), nystatin and surgery (single site davinci hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, depression, anxiety, headache, dysmenorrhoea, dyspareunia, weight increased and weight decreased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: 4 coils visible outside of left tube, 3 coils visible outside of right tube. Post procedure the patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were described: thyroid dysfunction, skin candida, kidney infection, mirena iud, adenomyosis, adnexa uteri cyst, abdominal lower pain, dysfunctional uterine bleeding, cesarean section, abnormal vaginal bleeding, menorrhagia, left lower quadrant pain and the following ones were confirmed weight loss, irregular bleeding, heavy blood loss, pelvic pain, dysmenorrhea in patient¿s medical records: thyroid dysfunction, candidiasis of skin nos, kidney infection, obesity, mirena iud. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received. New reporters added and reporter information updated. Plaintiff demography added. Other relevant history updated. Product indication, implanted date updated and lot no received. Events: dysmenorrhoea, dyspareunia, weight increased, weight decreased, device monitoring procedure not performed were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure (batch no. C55830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included thyroid disorder, candidiasis of skin nos, kidney infection, obesity (weight 330#) and caesarean section (2009). Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included adenomyosis uteri, paratubal cyst, left lower quadrant pain, dysfunctional uterine bleeding, vaginal bleeding (large amount with heavy blood loss) and heavy periods. Concomitant products included difluprednate (prenate) and medroxyprogesterone (depo provera). On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with levothyroxine sodium (synthroid), nystatin and surgery (single site davinci hysterectomy with bilateral salpingectomy). Essure was removed on(B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, depression, anxiety, headache, dysmenorrhoea, dyspareunia, weight increased and weight decreased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: 4 coils visible outside of left tube, 3 coils visible outside of right tube. Post procedure the patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were described: thyroid dysfunction, skin candida, kidney infection, mirena iud, adenomyosis, adnexa uteri cyst, abdominal lower pain, dysfunctional uterine bleeding, cesarean section, abnormal vaginal bleeding, menorrhagia, left lower quadrant pain and the following ones were confirmed weight loss, irregular bleeding, heavy blood loss, pelvic pain, dysmenorrhea in patient¿s medical records: thyroid dysfunction, candidiasis of skin nos, kidney infection, obesity, mirena iud. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 25-year-old female patient who had essure (batch no. C55830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included thyroid disorder, candidiasis of skin nos, kidney infection, obesity (weight 330#) and caesarean section (2009). Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included adenomyosis uteri, paratubal cyst, left lower quadrant pain, dysfunctional uterine bleeding, vaginal bleeding (large amount with heavy blood loss) and heavy periods. Concomitant products included difluprednate (prenate) and medroxyprogesterone acetate (depo provera). On (B)(6)-2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with levothyroxine sodium (synthroid), nystatin and surgery (single site davinci hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)-2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, depression, anxiety, headache, dysmenorrhoea, dyspareunia, weight increased and weight decreased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: 4 coils visible outside of left tube, 3 coils visible outside of right tube. Post procedure the patient tolerated the procedure well. Date(s) of insertion: (B)(6) 2015 (discrepancy noted) date(s) of removal: (B)(6) 2017 (discrepancy noted) concerning the injuries reported in this case, the following ones were described: thyroid dysfunction, skin candida, kidney infection, mirena iud, adenomyosis, adnexa uteri cyst, abdominal lower pain, dysfunctional uterine bleeding, cesarean section, abnormal vaginal bleeding, menorrhagia, left lower quadrant pain and the following ones were confirmed weight loss, irregular bleeding, heavy blood loss, pelvic pain, dysmenorrhea in patient¿s medical records: thyroid dysfunction, candidiasis of skin nos, kidney infection, obesity, mirena iud. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2021: pfs received. Reporter information ,added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 25-year-old female patient who had essure (batch no. C55830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included thyroid disorder, candidiasis of skin nos, kidney infection, obesity (weight 330#) and caesarean section (2009). Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included adenomyosis uteri, paratubal cyst, left lower quadrant pain, dysfunctional uterine bleeding, vaginal bleeding (large amount with heavy blood loss) and heavy periods. Concomitant products included difluprednate (prenate) and medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with levothyroxine sodium (synthroid), nystatin and surgery (single site davinci hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, depression, anxiety, headache, dysmenorrhoea, dyspareunia, weight increased and weight decreased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: 4 coils visible outside of left tube, 3 coils visible outside of right tube. Post procedure the patient tolerated the procedure well. Date(s) of insertion: (B)(6) 2015 (discrepancy noted). Date(s) of removal: (B)(6) 2017 (discrepancy noted). Concerning the injuries reported in this case, the following ones were described: thyroid dysfunction, skin candida, kidney infection, mirena iud, adenomyosis, adnexa uteri cyst, abdominal lower pain, dysfunctional uterine bleeding, cesarean section, abnormal vaginal bleeding, menorrhagia, left lower quadrant pain and the following ones were confirmed weight loss, irregular bleeding, heavy blood loss, pelvic pain, dysmenorrhea in patient¿s medical records: thyroid dysfunction, candidiasis of skin nos, kidney infection, obesity, mirena iud. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pfs received. Reporter information ,added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 25-year-old female patient who had essure (batch no. C55830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included thyroid disorder, candidiasis of skin nos, kidney infection, obesity (weight 330#), caesarean section (2009), menstruation irregular and pap smear abnormal. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included adenomyosis uteri, paratubal cyst, left lower quadrant pain, dysfunctional uterine bleeding, vaginal bleeding (large amount with heavy blood loss) and heavy periods. Concomitant products included difluprednate (prenate) and medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with levothyroxine sodium (synthroid), nystatin and surgery (single site davinci hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, depression, anxiety, headache, dysmenorrhoea, dyspareunia, weight increased and weight decreased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: 4 coils visible outside of left tube, 3 coils visible outside of right tube. Post procedure the patient tolerated the procedure well. Date(s) of insertion: (B)(6) 2015 (discrepancy noted). Date(s) of removal: (B)(6) 2017 (discrepancy noted) . Concerning the injuries reported in this case, the following ones were described: thyroid dysfunction, skin candida, kidney infection, mirena iud, adenomyosis, adnexa uteri cyst, abdominal lower pain, dysfunctional uterine bleeding, cesarean section, abnormal vaginal bleeding, menorrhagia, left lower quadrant pain and the following ones were confirmed weight loss, irregular bleeding, heavy blood loss, pelvic pain, dysmenorrhea in patient¿s medical records: thyroid dysfunction, candidiasis of skin nos, kidney infection, obesity, mirena iud. Batch no c55830 production date 2014-05-31 expiration date 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-nov-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation wasn conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety") and headache ("headaches"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, depression, anxiety and headache outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, headache, hypersensitivity and pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.